Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367363, batch no. 9029586. It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set did not retract all the way after activation, about 1/2 of needle is still out. The following information was provided by the initial reporter: we had another incident last night with a push button wis not fully retracting, this is the second time that I am aware of. I have the packaging from this incident, lot #9029586. The needle retracted only halfway, the click sound was normal so the phlebotomist thought it had fully retracted. He only noticed that the needle was sticking halfway out when he went to dispose of it in the sharps container.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for partial retraction with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for partial retraction with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 367363, batch no. 9029586. It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set did not retract all the way after activation, about 1/2 of needle is still out. The following information was provided by the initial reporter: we had another incident last night with a push button wis not fully retracting, this is the second time that I am aware of. I have the packaging from this incident, lot #9029586. The needle retracted only halfway, the click sound was normal so the phlebotomist thought it had fully retracted. He only noticed that the needle was sticking halfway out when he went to dispose of it in the sharps container.